Manufacturer narrative:
Patient date of birth, gender and weight are not available for reporting. UDI # (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during removal of pfna the surgeon could not engage the nail removal tool into the thread of the nail completely. He managed to thread it in about a quarter of the way down into the nail, which was enough to remove the tool. There was a slight delay in the case as it took around 5-10 minutes to engage the hammer guide enough to use the slotted hammer on it. When the nail was removed from the patient the surgeon again tried to engage the removal tool but still could only engage it about a quarter of the way down. There was no debris in the top of the nail to prevent the tool from engaging. No adverse event to patient. Patient outcome following procedure was reported as good. Exact length of delay in surgery is unknown. Incident leading to revision surgery is captured under (B)(4). Concomitant parts reported: nail (part# unknown, lot# unknown, quantity: 1). This report is for one (1) hammer guide. This is report 1 of 1 for (B)(4).